Manufacturer narrative:
We have received the complaint device for evaluation. When we inflated the common carotid balloon with 1.5 cc of air, it inflated and deflated properly. However, when we inflated this balloon with 1.5 cc of water, it deflated slowly. The common carotid balloon failed to deflate within its validated deflation time (unaided). We did not observe any deflation issue with the internal carotid balloon as it inflated and deflated properly when this balloon was either inflated with water or with air. Based on our investigation, the root cause of the malfunction was likely related to an assembly error- the inflation arm- main lumen joint was not assembled properly which likely led to this issue. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our engineering team has addressed similar balloon deflation issues by improving the design of this product. The change involves the addition of inflation holes under the balloon and a change in the cut angle of the inflation arm, which will assist the balloons to inflate and deflate uniformly along their entire length. The malfunction was detected during the pre-use check. This device was not used for the endarterectomy procedure.

Event description:
The surgeon tested the balloons of the pruitt f3 carotid shunt before using it on the patient. After inflating the balloon with saline, he observed the balloons did not deflate properly.